Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" and "ventilator inoperative" codes were observed in the ventilator's downloaded error log. The device's oxygen blending module board and system board were replaced to address the issues.

Manufacturer narrative:
The device was repaired but not returned to the customer, pending customer approval of the estimate.